Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 40 mg/dl, 100 mg/dl, lo (9 mg/dl or less), 144 mg/dl, and 46 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.